Event description:
The pt reported his system was removed due to infection. Further info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.